Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had an unexpected, rapid drop in battery voltage and triggered elective replacement indicator (eri) sooner than anticipated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the depleted battery. When the device was powered with an external supply, the system current drain was nominal throughout the analysis. The device was fully functional, no battery depletion mechanism was observed, and no hybrid anomalies were found. Battery analysis revealed a lithium-plating breach found along the top edge of the anode separator enclosure adjacent to the cathode tab. Plated-lithium extended from the breach opening and contacted the cathode tab adjacent to the breach. Based on this analysis, the battery depletion was the result of an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.